Manufacturer narrative:
Device evaluation: g4, g7, g9, h2, h3, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Event trace review cannot determine root cause of tbn estp (turbine emergency stop occurred). The ventilator failed troubleshooting final test at internal leak, flow performance, and tidal volume. As a resolution, the technician replaced the solenoid manifold, flow valve and turbine.

Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. The unit was placed on extended tests/run-in. No root cause has been determined yet since investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that there were multiple alarms while the ltv 1150 ventilator was on a patient. The patient was transferred to a different ventilator and there was no harm or injury that was associated with the event.